Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she saw an eye care provider (ecp) on (B)(6) 2015 and was diagnosed with an ulcer in the od after 9 days of wearing an acuvue oasys brand contact lens (cl). The pt reported that he/she discarded the suspect lens at the ecp's office. The pt reported that he/she had a return visit to the ecp and has returned to cl wear. The pt reported that he/she was prescribed vigamox every 2-4 hours, then every 4 hours. The pt reported that he/she had 2 unopened lenses from lot # b00hqlb and agreed to return the lenses for evaluation. The pt reported that his/her wear schedule is 14-15 days. The pt also reported that he/she sleeps in the lenses. The pt reported that he/she used revita-lens and renu multi-purpose solutions. A call was placed to the pt's treating ecp and a representative provided the following information: the pt presented to the ecp's office on (B)(6) 2015 with complaints of pressure and redness with onset of (B)(6) 2015. The pt reported that he/she was diagnosed with corneal ulcer od and was prescribed vigamox q 2 hours for 24 hours, then qid for 4 days. The pt returned to the ecp for follow-up visits on (B)(6) 2015 and (B)(6) 2015. The pt reported at the (B)(6) 2015 follow-up visit, he/she discontinued vigamox and was allowed to return to lens wear. On (B)(6) 2015 the pt's medical records were received and the additional information was obtained as follows: date of visit: (B)(6) 2015; complaint: (B)(6) female complains of red eye in right eye. Onset date is (B)(6) 2015. Quality is worsening. Severity is described as mild. Relief is experienced from discontinued cl in od yesterday. Pt described the following signs and symptoms: pain around eye, like sinus pressure, redness; va; od unaided 20/400; intraocular pressure: od: 15; conjunctiva od: bulbar: grade 1 injection; cornea od: large corneal ulcer with edema; anterior chamber od: deep and quiet; orders: remove contact lenses; do not rub or touch your eyes; assessment: corneal ulcer od; plan: reviewed cause and treatment plan. Gave handout on dry eye syndrome. Schedule follow-up appointment. Begin vigamox q 2 hours for 24 hours, then qid for 4 days. Rtc 24 hours. Patient instructed to remove contact lenses. Patient instructed not to rub or touch eyes. Date of visit: (B)(6) 2015; complaint: (B)(6) female presented for follow-up in corneal ulcer in right eye. Quality is improving. Severity is described as mild. Relief is experienced from vigamox q 2 hours. Patient described the following signs and symptoms: none reported. Patient declines presence of: pain. Va od: 20/400- unaided; intraocular pressure od: 7; conjunctiva od: bulbar: grade 1 injection; cornea od: large corneal ulcer with edema healing; anterior chamber od: deep and quiet; diagnosis: marginal corneal ulcer, od; plan: reviewed cause and treatment plan. Gave handout on dry syndrome. Begin vigamox qid for 4 days. Rtc monday, consider adding steroid at that time. Patient instructed to remove contact lenses. Patient instructed not to rub or touch their eyes. In office homatropine. Date of visit: (B)(6) 2015 complaint: (B)(6) female presented for follow-up on corneal ulcer in right eye. Quality is improving. Relief is experienced from vigamox qid od. Intraocular pressure: 11; refraction od: 20/150; anterior chamber od: deep and quiet; diagnosis: marginal corneal ulcer, right eye; assessment: resolved. D/c drops, ok to wear cl. The product has been requested from the pt for evaluation, but it has not yet been received. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.